Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Tube set evaluation revealed that transducer membranes were missing from the cassette. The complaint was confirmed and a root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the fluid leaked from the cassette and the control unit powered off and after displayed an error message. Procedure had to be completed by gravity inflow without using the control unit. The procedure was successfully completed without patient injuries or complications. After the event, it was confirmed that the transducer membranes was missing.